Event description:
A nurse reported that during core vitrectomy mode, the system started suctioning instead of cutting. The surgeon had to step on the right switch of the pedal every time to get it to start cutting. The surgery was completed, and there was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and copied the doctor's settings from the customer's other system. This enabled cutting with the treadle down and enabled vacuum with the right switch. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown. (B)(4).